Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, g1, h2, h4, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the due orders were not showing on the station due to configuration issue. The technical support specialist suggested to map the external order frequency code to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system order not showing on station. The customer reported that users were unable to remove the medications, which led to a 1-hour delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system order not showing on station. The customer reported that users were unable to remove the medications, which led to a 1hour delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the multiple orders not showing on station due to configuration issue. A technical support specialist suggested the mapping the code to resolve the issue. The system functioned as intended after troubleshooting.